Manufacturer narrative:
One opened probe was received with a tip protector, in a bubble bag, for the report of actuation failure and ¿air comes in¿. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all functional tests. No bubbles were observed in the aspiration line or at the port. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming and no bubbles were observed, therefore an actuation failure and air leakage as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming and no bubbles were observed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of cutter probe occurred during surgery. The condition of aspiration is unknown. The surgery was performed and completed after replacing the product with another one. There was no patient harm. Service request indicates "air comes in. Inner barrel is too loose." Additional information was requested; however, none has been received to date.